Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative was seeing the "settings not available, out of regulation (oor)" message on their tablet. The representative ran impedances after seeing oor and noted all were between 500-1500 ohms with the highest being 1410 ohms. Impedances were tested with the patient laying down. The representative saw the message on group a, b, and c. The patient was receiving oor at 0.4ma on group a. It was reported that there was a lead revision/ replacement. The patient had the implantable neurostimulator (ins) replaced months prior. It was reported that after the battery replacement the patient did not have stimulation on one side. The patient denied falling. Impedances ran and electrode reference 0 with 3, 4, 5, and 6 were out of normal range and could not be programmed. After the new lead was connected, all impedances were normal. The day after surgery during follow-up the patient was able to turn stimulation up to a comfortable level and felt stimulation where needed. The issue was reported to be resolved. No further complications were reported.